Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the disconnect sleeve was coming off of the disconnecting ring, device intermittently jammed, would not release tools and failed cannulation. It was further reported that the disconnecting sleeve was pushed forward from the disconnecting ring. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the coupler on the quick coupling device was damaged. There was a five minute delay to the planned surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.